Event description:
A report was received that the patient was unable to charge her ipg. The patient underwent a pocket revision procedure in which electrocautery was used (see MFR report #: 3006630150-2012-01608). The patient underwent an ipg replacement and is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Manufacturer narrative:
The explanted ipg was not returned to bsn, as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.